Manufacturer narrative:
On october 20, 2021, mentor received additional information indicating that the patient also suffered significant anxiety due to her implants, post-procedure. Although MRI identified a ruptured left breast implant, upon explantation on (B)(6) 2021, both her implants were actually identified to be intact. Both implants were removed without replacements. On october 26, 2021, the mentor failure analysis has received the device for evaluation. On november 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the left breast prosthesis. Complication regarding the right breast implant will be reported under mrn: 1645337-2021-12583. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast implant rupture and left breast pain, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.